Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number #2916596-2020-03560 the patient had a controller exchange due to low voltage alarms and controller being damaged. The patient's driveline also has rescue tape on it. Log file found low voltages on both battery and power module. The controller will not be returned, and there was no driveline repair scheduled. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the system controller was confirmed via submitted images. The heartmate ii system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 9 days. There were no notable alarms in the log file related to the reported event. Pump operation was not affected. Additional information communicated on 16jul2020 indicated that the heartmate ii system controller (serial #: (B)(6)) would not be returning. Submitted images of the system controller power cables showed multiple cuts and visible fluid ingress. The root cause of the reported events was not conclusively determined. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 17jun2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbooksection 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment, such as the system controller, for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.